Event description:
A patient enrolled in a clinical study seen for an unscheduled visit. The patient complained of a recurrent red and irritated left eye exacerbated by contact lens wear. The patient did not complain of a visual disturbance or photophobia. Visual acuity was measured at 20/25. Slit lamp exam; grade 3 hyperemia in all conjunctival quadrants, limbal and bulbar. The cornea was clear and there were no corneal infiltrates reflex aqueous tearing was noted. The patient was referred to an opthalmologist and diagnosed with acute iritis. The patient was treated with a 3-week course of steroid drops. The patient has not returned for follow-up. The treateing ophthalmogogist wrote that it is most unlikely that this is a complication of contact lens wear. This is being reported as a serious event as its relationship to contact lens wear cannot be conclusively ruled out.